Event description:
It was reported that a "black screen" appeared when the programmer was powered on. Rebooting of the programmer did not resolve the issue. The programmer was returned for evaluation and repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event, however the hard disk drive was reconfigured and current software was reloaded to address the issue. Product ID: 2067 radiofrequency head; product ID: 229047 analyzer. (B)(4).